Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
(B)(4). The system was evaluated by a application support manager asm. The asm found no issues with the unit. The laser equipment was gelled system with current user settings. During z-calibration, the average flap in gel was 130 microns. The laser system was found to be within clinical recommendations. A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a laser vision correction patient had surgery on (B)(6) 2019 and experienced a buttonhole in the patient's right eye (od). The surgery center indicated during the docking stage of the od, they had to re-dock since it was not a good initial dock. Upon completion of the femto laser treatment and when patient was under the visx equipment, the buttonhole was observed/noted. The surgeon attempted to lift the flap but aborted the treatment. The planned treatment was converted to photorefractive keratectomy (prk). The surgery center indicated the programmed flap depth was 120, however, the flap felt very thin.

Manufacturer narrative:
Device manufacture date (mm/dd/yyyy): date changed to 6/20/2008. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.